Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was broken, stretched and the main coil suture was damaged. In addition, the coil delivery wire was kinked due to handling. The functioning test could not be performed due to the condition of the returned device. Additional information indicated that the coil was confirmed to be in good condition prior to use and it was prepared as per dfu (direction for use). It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered during use. Therefore, an assignable cause of procedural factors will be assigned to the analyzed defects on the main coil and the suture. The issue is associated with a product that meets the design and manufacture specifications and was used according to the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the analysis of the returned device, it was revealed that the main coil was broken. No clinical consequences reported to the patient.